Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 437mg/dl. Customer's blood glucose at the time of call was 441mg/dl. The customer experienced symptoms such as nausea, chest pain, and vomiting. The customer was treated with IV insulin. The customer was wearing the insulin pump during the hospitalization. Customer was also assisted with high blood glucose troubleshooting and insulin pump passed high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.